Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds as well as impedance issues. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.